Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 444 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer also reported that they experienced high blood glucose of 300 mg/dl, 400 mg/dl and over 500 mg/dl. The customer stated that they had high blood glucose of 260 mg/dl at the time of call. The customer also mentioned failed battery test alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alert during test noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.